Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unresponsive. There was no reported adverse impact to the customer's blood glucose level. No additional patient or event information was available.

Manufacturer narrative:
On january 2nd, 2024, the distributor reported the additional information: pump was plugged into a power source and pump turned on; touch screen display functioned as intended. This event does not meet MDR requirements as defined by 21 cfr 803.